Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a chronic catheter placement procedure, the catheter was allegedly found to be leaked. Reportedly, break was identified. The procedure was completed with another device. There was no patient contact.

Event description:
A patient underwent for a chronic catheter placement procedure using hickman cv catheter, triple-lumen, 12.5f. It was reported that during the preparation of a chronic catheter placement procedure, the catheter was allegedly found to be leaked. Reportedly, break was identified. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 12.5fr t/l catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A split was noted on the catheter body. Upon infusion, a leak was observed from the split located on the catheter body. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 12.5fr t/l catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A split was noted on the catheter body from the distal end of the tissue cuff. A complete circumferential break was noted on the distal end of the catheter. The edges of the split on the catheter body were noted to be uneven. The surface was noted to be granular in both regions. Upon infusion, a leak was observed from the split located on the catheter body. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a chronic catheter placement procedure, the catheter was allegedly found to be leaked. Reportedly, break was identified. The procedure was completed with another device. There was no patient contact.